Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow up, the right ventricular lead exhibited noise. Upon review, fracture was also noted on the lead. The patient was brought into the emergency room on (B)(6) 2019. The lead was replaced with a competitor lead on an unknown date. No further information is available at this time.